Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. The operating room nurse confirms that the impacted surgery (procedure) is cryptorchidism in a child, but that there was no consequence for this patient, the needle having remained on the needle holder when it is detached from the thread. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a procedure for cryptorchidism on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the suture. No adverse patient consequences were reported. Additional information was requested.